Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. When inserting the leads into the header of the new implantable cardioverter defibrillator, the leads would not seat fully into the header. Initially, both the atrial and ventricular pacing impedances were high and the electrograms were noisy. It took several attempts of reinserting the leads before the measurements were within normal range and no noise was seen. The procedure was completed and the patient was in stable condition.